Manufacturer narrative:
Additional information was received from the key market (km), and the responder reported that the mask had failed, and that the hospital replaced the mask to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen connector that was broken. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had an oxygen connector that was broken. The customer then reported that a new adapter was replaced, and the issue was resolved.